Event description:
It was reported that this patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system in which no complications were observed at implant. The s-ICD screening had shown the secondary and alternate vectors passed while primary was unsuccessful in supine position. A defibrillation threshold (dft) test was performed during implant, and the shock impedance was 55 ohms, with successful conversion. A couple of minutes later this patient went into ventricular fibrillation (vf), was bradycardic and hypertensive with a heart rate of 30 beats per minute. This patient was set up with a temporary wire for external pacing. An episode occurred where therapy was delayed due to the external pacing. This patient was intubated, and chest compressions were started. It was noted that the dft testing did not save to the programmer thought to have been due to the wand being unplugged from the programmer during the compressions. This patient was stable when they left the catheter lab and was admitted to the intensive care unit. The field representative informed that this patient had passed away the next day. The hospital ICU nurse noted the cause of death was anoxic cardiac death. The field representative was unsure if this s-ICD device will be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.